Manufacturer narrative:
B5: describe event or problem - corrected with clarifying event details. H6: patient codes - corrected based on the clarifying event details. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the patient experienced air embolism. The patient underwent a redo radiofrequency (rf) ablation procedure and during the procedure, the left atrium (la) was mapped in flutter, and the flutter was terminated during the isolation of the left superior pulmonary vein (lspv). Once all four veins were isolated, the physician administered 2 units of isuprel, which was continued for half the duration of the procedure. Post-ablation, the la was remapped. The physician performed cavotricuspid isthmus (cti) line ablation using the farapulse system, delivering six pulses in three sets. During the administration of isoproterenol, the patient developed atrial tachycardia with a one-to-one conduction ratio and a cycle length of 280-300 milliseconds. The physician then removed the farawave catheter and inserted the non-boston scientific mapping catheter to map the atrial tachycardia when air embolism occurred. The patient subsequently experienced ventricular fibrillation without st elevation. The healthcare team performed defibrillation three times and administered 150 mg of amiodarone and 100 mg of nitroglycerin. The patient returned to sinus rhythm but developed st elevation approximately 30 seconds after defibrillation. Post-mapping showed a cti bidirectional block with a 160ms interval. The patients st elevation normalized, the procedure was completed successfully, and the patient was not admitted into the hospital. At no time, was air seen inside of the patient on imaging. The irrigation system used was a pressure bag and it was confirmed that no issues with the irrigation system was present. Additionally, the faradrive steerable sheath clear was flushed every time the physician inserted a catheter, and the hemostatic valve was closed during catheter exchanges. There were no difficulties noted during transeptal puncture and the sheath is not expected to return for analysis as it was disposed. The air embolism was suspected as opposed to being confirmed that was previously indicated. The atrial flutter was related to the underlying rhythm of the patient.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation, the patient experienced air embolism. The patient underwent a redo radiofrequency (rf) ablation procedure and during the procedure, the left atrium (la) was mapped in flutter, and the flutter was terminated during the isolation of the left superior pulmonary vein (lspv). Once all four veins were isolated, the physician administered 2 units of isuprel, which was continued for half the duration of the procedure. Post-ablation, the la was remapped. The physician performed cavotricuspid isthmus (cti) line ablation using the farapulse system, delivering six pulses in three sets. During the administration of isoproterenol, the patient developed atrial tachycardia with a one-to-one conduction ratio and a cycle length of 280-300 milliseconds. The physician then removed the farawave catheter and inserted the non-boston scientific mapping catheter to map the atrial tachycardia when air embolism occurred. The patient subsequently experienced ventricular fibrillation without st elevation. The healthcare team performed defibrillation three times and administered 150 mg of amiodarone and 100 mg of nitroglycerin. The patient returned to sinus rhythm but developed st elevation approximately 30 seconds after defibrillation. Post-mapping showed a cti bidirectional block with a 160ms interval. The patients st elevation normalized, the procedure was completed successfully, and the patient was not admitted into the hospital. At no time, was air seen inside of the patient on imaging. The irrigation system used was a pressure bag and it was confirmed that no issues with the irrigation system was present. Additionally, the faradrive steerable sheath clear was flushed every time the physician inserted a catheter, and the hemostatic valve was closed during catheter exchanges. There were no difficulties noted during transeptal puncture and the sheath is not expected to return for analysis as it was disposed.